Event description:
During a low anterior resection procedure, the bubbles were observed when leak test was performed after firing. The surgeon oversawed to re-enforce the staple lines. No pt injury was reported.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.